Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014- patient was diagnosed with large incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventrio mesh (device 1). Per op notes, ¿the hernia sac was identified in the infraumbilical region and was dissected. A ventrio mesh (device 1) was placed intra-abdominal and sutured¿. (B)(6) 2015- patient was diagnosed with extensive abdominal adhesive disease, thereby underwent enterolysis. Per op notes, ¿the ventrio mesh (device 1) from previous herniorrhaphy was noted. Adhesions were identified and lysed¿. (B)(6) 2017- patient was diagnosed with recurrent incarcerated ventral hernia, thereby underwent laparoscopic repair with implant of ventrio mesh (device 2). Per op notes, ¿a large hernia sac was identified in the abdominal region which was dissected. A ventrio mesh (device 2) was placed intra-abdominally and fixed with sorbafix fixation device¿.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be the best estimate. Updated data: a2 a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.a (date of implant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.